Manufacturer narrative:
There was no reported patient impact associated with this complaint. Evaluation revealed that the ok keypad button presses did not activate desired pump functions. The up arrow, down arrow, and contrast buttons required excessive force to obtain a response on investigation. It was observed that the up arrow keypad button was misaligned, and the contrast and ok keypad button contacts were inverted. It was also observed that the up arrow and down arrow keypad button contacts became inverted when pressed, and did not spring back as expected. There was evidence of keypad adhesive found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A distributor reported that the patient has to press the buttons multiple times to obtain a response.